Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 5 months. The event occurred at (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2015. The cause of the infection was reported to be complexities of medical management. The patient was treated with unspecified antibiotics. From (B)(6) 2015, the patient was admitted to the hospital due to sustained infection. The patient underwent surgical debridement in the area surrounding the percutaneous lead exit site. The patient remains ongoing on lvad support. No additional information was received.